Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was off on the lower left. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR : 08mar2019. The manufacturer's field service technician replaced the touchscreen assembly to address the reported problem. The touch screen assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the touch screen assembly revealed no signs of damage and contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly did not pass resistance testing, and did not calibrate properly. The reported complaint of a touchscreen failure was confirmed and reproduced. The touchscreen was found to be out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.